Event description:
It was reported that a piece of the device was found to be broken off during cleaning at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred cleaning, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event that a piece of the device broke off was confirmed during visual inspection. It was observed that the large led lens was broken off. Any physical impact to the navigated instrument can cause product damage or operational failure. The device was scrapped.

Event description:
It was reported that a piece of the device was found to be broken off during cleaning at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred cleaning, there was no patient involvement and no delay to a surgical procedure.